Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As a technical summary written by edwards applies to this complaint event, a full engineering evaluation is not required. Review of the IFU is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through sheath was unable to be confirmed due to no imagery/device provided . The existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event : calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. 'Moderate access vessel calcification' was reported. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. 'Access vessel mld 4.1 x 5.1 mm at eia (cia 4.4 x 6.1 mm, cfa 5.3 x 5.9 mm)' was reported. The 14f esheath+ is indicated for mld ' 5.5mm. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, undersized vessel) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a transcatheter aortic valve implantation (tavi) via the left femoral artery with a 26 mm sapien 3 ultra resilia/commander kit, following ballooning with a 6 mm balloon catheter, the dilater of 14 fr esheath+ was inserted without difficulty. The 14 fr esheath+ could be inserted despite little resistance at the eia which was considered to be within the range of normal. The 26 mm commander delivery system got stuck in the sheath at the eia. As it could not be advanced by changing the operator, the delivery system was removed with the sheath as a unit. A new valve and delivery system from another kit were prepped, and a 16 fr esheath+ from trunk stock was inserted instead. No resistance was encountered during insertion of the dilator or the esheath+. The valve was smoothly delivered and was implanted in the aortic position as intended. The final angiography revealed a dissection in an area between the common iliac artery to the eia. A stent was placed in the dissection site. No visual abnormality was observed in the initial sheath or the second sheath after withdrawal. No examination of access vessel was performed prior to insertion of the second sheath. According to the operator, it was unclear exactly when the dissection occurred, and which sheath was related to the dissection.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related complaint # (B)(4). H3 other text : device not returned.